Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. On approximately on (B)(6) 2025, the patient's parent stated the sensor failed overnight while the patient was asleep. There was no blood glucose fingerstick taken during the event. While the patient was asleep, they had a seizure. The parent treated the patient with glucagon nose spray. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information h6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information is required.